Manufacturer narrative:
The lot was manufactured february 12, 2020 - february 13, 2020. The device was received for evaluation. Visual inspection via the naked eye noted the bladder has been ruptured. The ruptured bladder was examined for signs of abnormality and there were no signs of abnormality found on the bladder that may have led to the rupture. The reported condition was verified. The cause of the condition was not determined; however the most probable cause is manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume infusor ruptured during filling. The set was filled with unspecified medication using a syringe. There was no patient involvement. No additional information is available.